Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Info learned from implant pt registry. In early 2009. It was learned through health care provider that the device was explanted, due to regurgitation and stenosis.

Manufacturer narrative:
Device not returned.